Event description:
An attempt was made to use a scuba co-cr peripheral stent to treat a patient. The stent was inspected before use and no abnormalities were noted. However it was reported that the stent dislodged from the balloon while advancing towards the lesion. A new balloon was used to dilate the dislodged stent at site of dislodgement. No patient complication was reported.

Manufacturer narrative:
Results: based on the information provided no root cause can be determined. (B)(4).